Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: for the chip in the adhesive the cause traced to component failure and for the foreign material the cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that the adhesive around the light guide lens had a chip and there's foreign material in the server plug-in. There was no patient involvement.